Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred and while filling cartridge with insulin leakage was observed at the septum. Customer changed cartridge. Customer's blood glucose was within range (value not provided). As occlusions occurred in the past, possible cause of blockage could not be determined.